Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, customer delivered a bolus, however, did not consume enough carbohydrates for the amount of bolus delivered. Customer required assistance from friend to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.